Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis without the hub/manifold therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found that the entire stent was damaged with more prominent damages noted on the distal section of the stent. Stent damage most likely occurred during advancing attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 1448 mm proximal to distal edge of device tip. The portion of the proximal section of the hypotube, including manifold/ hub and stress relief was not returned for analysis. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along the polymer extrusion shaft. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After a 6f guide catheter was engaged and a 0.014 guide wire crossed the distal rca, pre-dilation was performed with a 25mm diameter compliant balloon catheter at 12 atmospheres. A 3.00x28mm promus element¿ plus drug-eluting stent was then advanced but device failed to cross the lesion. The device was then removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.